Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation, but has not been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image blacked out momentarily multiple times during a therapeutic thoracoscopic lung resection procedure, but the image was immediately restored each time. The procedure was able to be completed using the same device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported issues. No other abnormalities were identified with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.